Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue; battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: review of the black box data did not reveal any records of post-delivery motor power supply faults (alarm 128-fxxx) as alleged. The black box data showed evidence of short battery life and multiple battery alarms recorded in the black box. On examination, the battery compartment was noted to be cracked below the grip pad. On investigation, the pump powered on using the returned battery cap, which was able to be fully tightened to the pump. Electrical current draws were found to be out of specifications (due to moisture contamination). The pump was opened for investigation and revealed moisture contamination present on the transceiver circuit and the battery canister. Investigation did not confirm the alleged alarm code. (B)(4).